Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit pressure was abnormally low. The unit was changed immediately. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the issue was resolved by replacing the spare parts pcb front end board (0670-00-1164) all manifold tests, passed and equipment operated as normal.

Event description:
N/a.